Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose level was 512 mg/dl at the time of the call. Customer stated that he was unsure of whether or not the insulin pump was delivering insulin. Troubleshooting showed that the insulin pump was functioning properly, and the customer never filled his tubing. No further information was provided.